Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 980 ventilator had a compressor inoperative. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.